Event description:
It was reported that during a medial meniscus horizontal tear surgery multiple issues occurred with the reported devices. After the implanting the cinch (number one & two) the surgeon starter pulling the fiber wire to tensioning the fiberwire and the backstop was in it's place. It was then found that the loop was loose under the meniscus. The fiberwire was then cut during the tension from the med shaft. After the implanting the cinch ( number 4 & 5) the backstop took off out of the meniscus. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed, the device was returned with the suture construct and implants. The cause of the event is undetermined. The cannula tip broke off near the tapered section, likely due to prying/leveraging the device.